Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using lyumjev insulin and wearing the cartridge for longer than 72 hours. Tandem clinical support informed customer that using lyumjev insulin, and wearing the cartridge for longer than 72 hours, is off label per the user guide. Customer¿s blood glucose (bg) level was 500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.